Event description:
It was reported, "when I opened the package, I found that the support guidewire inside the catheter was discounted and could not be used." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent stylet is confirmed, but the root cause could not be determined. One 4 fr s/l groshong nxt clearvue kit tray was returned for evaluation. An initial visual observation revealed the kit was returned opened. Some use residues were observed along the returned devices. A sharp kink was observed about halfway down the stylet. No other bends were observed along the stylet. Because a kink was observed along the stylet, the complaint of a bent stylet is confirmed but the root cause could not be determined because the kit was returned opened. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "when I opened the package, I found that the support guidewire inside the catheter was discounted and could not be used." No other information was provided.